Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the customer's report was observed during review of the device data logs and provided pictures. Without receipt of the device, component root cause could not be firmly established with the data alone. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.